Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer blood glucose was 137 mg/dl at the time of incident.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose). The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The sensor glucose value was 60 mg/dl, and the blood glucose value was unknown. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value. The low limit in the sensor setting was 80 mg/dl. The customer wanted to know why the alarm was triggered when bg was above suspending setting. Explained suspend event is triggered by the sg being below the preset amount. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.